Event description:
Allergan sales rep reported a group of "port leaks" that occurred at the surgeon's office. No details were reported to allergan. A follow-up, through the sales rep and the office staff occurred; however, no additional info has been reported to us at this time. The device return is pending for all possible devices on this alleged group of leaks. The follow-up will be continued.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint since no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter and the surgeon's office regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."